Event description:
Per the clinic, it was reported that the patient experienced extrusion of internal magnet due to an accident (date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.